Event description:
It was reported that the left ventricular lead has had a gradual increase in threshold and was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted 2008-(B)(6); 4076 lead, implanted 2008-(B)(6). (B)(4).